Event description:
The account alleges when the brake is set, the foot end brake casters will rotate around. No pt impact.

Manufacturer narrative:
The technician asked the account to replace the brake casters. No further information is available on the repair of the bed at this time.